Manufacturer narrative:
The instrument associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported breakage based on the lack of the product to examine. Based on the inability to confirm the reported event and the inability to identify root cause, the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tibial impactor cracked during implantation of tibial implant.